Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 20 mg/dl. The another blood glucose level was 57 mg/dl. The customer stated that she felt that her blood glucose was dropped to 20 mg/dl but, customer was passed out the time. Troubleshooting was done for low blood glucose and over delivery. Customer reported that auto mode was not automatically delivering insulin at the time of low blood glucose event. The device will not be returned for analysis.